Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken/removed, the top case was cracked and the left plunger case was damaged. Review of the event history log showed an occurrence of a "battery communication timeout error" message. Functional testing included flow testing and the reported issue was duplicated. The investigation determined that the battery not operating as intended was the cause of the reported issue. The battery was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump exhibited a constant "system advisory: battery communication timeout" alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.